Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported their intellivue multi measurement server x2 displays a ¿speaker operation problem¿. It is unknown if the device was in clinical use.

Event description:
The customer reported the intellivue multi measurement server x2 displays a ¿speaker operation problem¿. It is unknown if the device was in clinical use.